Event description:
It was reported that during a laparoscopic assisted sigmoidectomy procedure, the device was fired and the device was difficult to fire. When the device was removed from the patient, the device cut, but the staples were not formed. The staples were in the u shape. The surgeon stated that a small crunch was heard, but they did not see that the washer had been penetrated. The case was converted to an open procedure becasue they were low in the pelvis. Another device was pulled to complete the case with no further patient consequence.

Manufacturer narrative:
(B)(4). (B)(4). Information was not provided by the initial contact. (B)(6). Requested and received the following information on 6/30/2010: patient was female, (B)(6). The patient is stable. A few additional details regarding the firing sequence. Firstly, (B)(6) is very diligent in ensuring the devices she uses in her or are done so per IFU. (B)(6) initially fired the device. There was significant background noise. (B)(6) asked (B)(6) if she heard and felt the crunch several times. Her reply to (B)(6) was "I heard a small crunch but not the loud crunch nor did I feel any tactile feedback." The uncertainty led (B)(6) to hold the firing trigger in the closed position very tightly. The rn was asked to enter the field and help (B)(6) squeeze the handle to ensure adequate pressure was exerted. (B)(6) and rn were confident they had squeezed as far as it would go thus releasing the firing handle. (B)(6)firmly gave instructions to turn ½-3/4 of turn, rotate to both sides and slowly fish tail out. Upon doing so, it was evident staples had not formed and the anastomosis came apart. Due to the location and possibility of having to over sew, (B)(6) converted to open. Once open, she removed the staples; they had not formed at all. The washer had not been penetrated. This information was provided to both surgeons. The rn then squeezed the handle and you could hear the washer break as well as see it in the device. Another like device was used to complete the procedure. The rn squeezed the device this time and all went well. There was an extra two hours added to the case. The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. The casing half breakaway washer was present and cut and there were no staples present on the device. In addition, several unformed staples were received loose inside a bag. The unformed staples are an indication that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer. It should also be noted when attempting to reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Please reference the instructions for use for additional information. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. The device fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that to remove the device after a complete firing stroke, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. A batch record review was performed and no anomalies were found during the manufacturing process.